Event description:
It was reported that the patient had high impedance on the leads causing loss of coverage. The patient underwent a lead replacement procedure and was doing well postoperatively. Additional information was received that the explanted leads were discarded by the medical facility and will not be returned.

Event description:
It was reported that the patient had high impedances on the lead causing loss of coverage. The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7092285.